Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) was fractured. Due to noise on the rv lead the patient received multiple inappropriate shocks. Additionally, the patient¿s implantable cardioverter defibrillator (ICD) experienced premature battery depletion due to the shocks delivered. The ICD detections were programmed off, and the rv lead was turned off. A procedure to replace the rv lead and ICD is planned; however, they remain implanted until the procedure occurs. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.